Event description:
In a postmarket clinical study, a patient underwent an x-stop procedure at level l4/5 and l5/s1. At a scheduled six-week post-op visit, a follow-up radiograph revealed the device implanted at l4/5 was displaced posteriorly and slightly rotated. Although, the patient was asymptomatic and there was no report of serious injury, the treating physician elected to replace the device. During the revision surgery, the treating surgeon noted that the device intact but displaced posteriorly with the cephalad directed portion of the device rotated dorsally. The device was still within the interspinous space and the supraspinous ligament was intact. The surgeon replaced the 10 mm x-stop peek device with a 10 mm x-stop titanium device. The patient tolerated the procedure well and was subsequently discharged. The patient will continue to be followed in the postmarket study.

Manufacturer narrative:
Method - other; follow up with reporting investigator site.

Manufacturer narrative:
Evaluation summary: there are no visible damages to the device.